Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients daughter that the patient has had several arrhythmias including that he had a "deranged episode". They don't think the patient is going to last that long and are going to take him to the emergency room to get it fixed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.